Event description:
It was reported that prior to a stent placement procedure through the right femoral, the stent was allegedly not tightly mounted onto the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported stent dislodgement issue. The root cause for the reported stent dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event warnings: ¿ do not use if packaging/pouch is damaged. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. ¿ the covered stent cannot be repositioned after it is deployed. Precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage ¿ store in a cool and dry place. Keep away from sunlight. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that prior to a stent placement procedure through the right femoral, the stent was allegedly not tightly mounted onto the balloon. The procedure was completed using another device. There was no patient contact.